Event description:
It was reported the nurse of the patient received the following results within 15 minutes: 9.0 mmol/l with an accu-chek performa meter and 5.81 mmol/l performed with a biochemical emergency test.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.